Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A pump reset and a new cartridge was loaded to resolve the issue. There was no reported impact to customer's blood glucose level.